Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up in clinic, a loss of capture was noted on the right ventricular (rv) lead. Fluoroscopy imaging was performed and confirmed a dislodgement of the rv lead. The dislodgement was suspected to be a result of the abrupt movements of the patient. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.